Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Our sales rep, carla, reported that the nail holding bolt got stuck in the jig. She attended the surgery and apparently they spent about half an hour trying to get the nail holding bolt out of the jig to no avail, due to patient safety they decided to remove our nail and use a nail from synthes. The surgeons then needed to exchange the guide wires for the synthes nail, this led then to lose their fracture reduction causing another 20 minute delay. They then continued the procedure.

Event description:
Our sales rep, (B)(4), reported that the nail holding bolt got stuck in the jig. She attended the surgery and apparently they spent about half an hour trying to get the nail holding bolt out of the jig to no avail, due to patient safety they decided to remove our nail and use a nail from synthes. The surgeons then needed to exchange the guide wires for the synthes nail, this led then to lose their fracture reduction causing another 20 minute delay. They then continued the procedure.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the nail handle and nhs to be primary products. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the devices had been in use for a minimum of approx. 5 years we presuppose that they had fulfilled their tasks in former surgeries as intended. Fretting marks are a rare but known reaction. During screwing into the nail it is possible that the nhs get contact with the inner surface of the nail adapter and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding was occurred in the actual case due to an oblique insertion. A process change was already performed in 2004 to prevent fretting regarding the nhs (surface coating was removed). No further actions were initiated. The returned nhs was manufactured without the surface coating. Anyway, the change does not prevent a user error due to oblique insertion. The case is attributed to an improper handling by the user. No discrepancies were detected during risk analysis review. No nonconformity identified; actions are in place.